Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was detached in the telescope section. Media returned by the customer was inspected and showed the distal housing too long from the tip. Based on the evidence, the as reported code of motor drive retraction problem can be confirmed.

Event description:
Reportable based on device analysis completed on 29 apr 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not be withdrawn normally. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was detached in the telescope section.